Manufacturer narrative:
The mammotome ex probe is a sterile, single patient use instrument that may be used with imaging guidance, such as ultrasound, to excise a diagnostic sample of diagnosis. The device has not been returned for investigation. No adverse event occurred with the usage of this product.

Event description:
It was reported by the (B)(4) affiliate that needle packing has varying degrees of breakage leakage. These needles are not opened and not used.